Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient removed the sensor from his arm and the next day he developed redness and swelling at the insertion site. On (B)(6) 2025, follow up contact was made with the patient to verify his condition. It was reported that on (B)(6) 2025, the symptoms worsen which prompted the patient to go to the hospital emergency department (ed). The attending physician performed a skin examination and an incision and drainage (I&d) at the insertion site to help relieve the pus and to verify if the wire remained in the skin. An x-ray was then performed which also showed no evidence that the sensor wire was retained under the skin. The patient was discharged home after 3-4 hours with a prescription of unspecified oral antibiotic medication (unspecified capsule twice a day for 10 days). At the time of the follow up report, the redness and swelling had already subsided. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).